Event description:
It was reported that this patient presented to the emergency room exhibiting chest pain. An echocardiogram indicated that the patient had a cardiac perforation. A pericardiocentesis was done and the right ventricular (rv) lead was removed. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room exhibiting chest pain. An echocardiogram indicated that the patient had a cardiac perforation. A pericardiocentesis was done and the right ventricular (rv) lead was removed. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Perforation is a known risk associated with medical procedures involving implanted cardiac leads.